Event description:
Spontaneous: spoke with pt regarding supplies order. Pt reported a cassette malfunction. Pt stated that both pumps kept beeping until she changed that cassette. Per pt she had 2 bad cassettes last night and she had to waste 2 mixes (6 veletri vials). Pt did not have lot number for cassettes. Confirmed no side effects, injuries or missed doses. Pharmacy sending #10- cassettes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? No; did we [MFR] replace the cassette" yes; medication is life-sustaining. Pt had cassette they were able to switch to. What is the outcome of the event? Resolved? Resolved, describe in detail any and all damage to the cassette: none. Reported to (B)(6) by pt/caregiver.